Event description:
It was reported that during service and maintenance on the evis lucera elite bronchovideoscope, the videoscope experienced a black image problem. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure of black image problem was confirmed. In addition, the scope connector was identified with corrosion during the device evaluation. Based on the results of the investigation, the cause of the image problem was due to damaged plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer